Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold crease, white particles in the inner surface, broken on the fill channel and partial delamination of the valve. A leak test and microscopic analysis were performed which identified: partial delamination of the valve and broken sharp on the fill channel. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure) broken sharp on the fill channel due to an unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.